Manufacturer narrative:
H.6. Investigation: customer returned a photo of a 3/10cc syringe. Customer states that the needle hub separated. The attached photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9224135. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated." "From info on 23jun2020, it was additionally reported that it was very difficult to remove the orange cap on a number of syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated." "From info on 23jun2020, it was additionally reported that it was very difficult to remove the orange cap on a number of syringes."